Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that black impurities were found in the powder package inside the simplex bone cement.

Manufacturer narrative:
An event regarding foreign matter found in the outer powder pouch involving simplex bone cement was reported. The event was confirmed. Product was not implanted. Method & results: -device evaluation and results: the reported unit was not returned for evaluation, however a photograph of the reported debris was provided. The debris appeared dark and fibrous in nature. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: the reported unit was not returned for evaluation, however a photograph of the reported debris was provided. The debris appeared dark and fibrous in nature. The internal investigation demonstrates the event has not been detected under routine inspections and testing. Hence it can also be concluded that the event was unlikely to have been generated from the simplex manufacturing processes.

Event description:
Additional clarification received: the issue is detected during procedure and the impurities are found within the sealed sterile cement pouch.